Event description:
Dealer states they replaced both motors (B)(4) and the customer says the chair is rolling back when going up ramps. The dealer has not witnessed this issue and there is no complaint of brake faults coming up.